Event description:
It was reported that on (B)(6) 2014, the patient was hospitalized with acute myocardial infarction (ami). Coronary angiography was performed and noted 100% blockage in both the proximal right coronary artery (rca) and the proximal left anterior descending (lad) artery. A 3.5 x 33 mm xience prime stent was implanted in the proximal rca and no intervention was performed in the proximal lad. The patient was discharged to home on (B)(6) 2014. In (B)(6) 2014, the patient was transported to the emergency department for acute left heart failure. Rescue attempts were made at the emergency department; however, the patient was not admitted. Medications were administered; however, no angiography and no intervention were performed. The patient died. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Death is listed in the xience prime everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling. Date of death, date of event: estimated.